Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. A manual injection was administered to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.